Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The procedure was set for a 1.0 volume exchange using 3l of 5% albumin and 1l of ringer's lactate, a crystalloid solution that may be used for restoring fluid volumes. These were infused simultaneously. The pt was also receiving 1 gram of calcium IV throughout the procedure. The pt's hematocrit was 45% and total blood volume was 6200ml. Just prior to rinseback, the pt complained of dizziness. Starting blood pressure 140mmhg systolic; dropped to 70 mmhg just prior to rinse back.

Manufacturer narrative:
(B)(4). The fluid balance was 100% and the procedure ran smoothly. Near the end of the procedure, the pt ate and took mestinon, a medication that may be used to decrease muscle weakness resulting from myasthenia gravis. (Pyridostigmine, 2008) just prior to rinseback, the pt complained of dizziness. His systolic blood pressure measured at 70 mmhg. The nurse administered 1500ml of normal saline and the pt's systolic blood pressure rose to 109 mmhg. The pt also felt better. The procedure was continued through rinseback. The customer did not take the cobe spectra machine out of service and did not allege fault with either the cobe spectra disposable or the cobe spectra machine. The customer stated that the event was related to the pt's condition. The customer did not provide the run data file or the used disposable tubing set for investigation. If the disposable and/or run data file is later rec'd and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. It was confirmed that the pt did not experience any non-transient negative health effects. The disposable set was unavailable for specific root cause analysis. The customer believed root cause of the blood pressure drop was related to the pt's condition, not the cobe spectra system. The pt experienced a type of reaction that is listed in the cobe spectra apheresis system essentials guide (cobe, 2008) as a previously observed reaction that the customer should be prepared to handle.